Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation). Patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the surgeon released the preloaded intraocular lens (iol) from the injector for implantation into the patient's capsular bag, the iol was torn/severed and split into 3 pieces. All 3 pieces of iol were removed. There was no adverse outcome to the patient. An identical 1-piece lens was inserted following the removal. Account indicated that there was a delay in the procedure. We learned through follow up that sutures were not required and a vitrectomy was not carried out. No further information was provided.